Event description:
It was reported that a motor rate error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were intact. The investigation found the device top case cracked by left corner. Battery door also cracked, and battery was missing. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during occlusion testing. A combination of leadscrew, clutches, worm gear and worm coupling. Old parts and dirty. The root cause of the reported issue was unable to be determined, pump was over 8 years old. The technician replaced the worm coupling and worm gear, leadscrew and clutches. Performed all functional tests.